Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported unsuspended insulin. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
It was reported the patient's blood glucose level dropped to 40 mg/dl. The patient reported that they tried to suspended their insulin but was still receiving insulin. It was also reported that their blood glucose has reached 400 mg/dl.